Event description:
Reporter indicated via a manufacturer implant card that a vns pt had lead and generator replacement due to a lead discontinuity. All attempts for further information and return of the explanted vns devices have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.